Event description:
It was reported that patient faced the infusion set fell off during use on (b)(6) 2026. The blood glucose level was high at the time of event, and the patient was treated by correction injection via multiple daily injection (MDI) and then replaced site. The issue occurred with three infusion sets.

Manufacturer narrative:
Initial 2 of 3.Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number:Reporting Site: 8021545.Manufacturing Site: 3003442380.